Event description:
Smiths medical international ltd., has been notified of an event that air leakage through the pilot balloon after tube was in use for two weeks. Unit was pretested per instructions for use. No adverse outcome. Event occurred in another country.